Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape, act, down and up buttons dome switch. The pump was inspected and lcd connector and no unlocked connector noted. The pump was unable to verify failed battery test, battery out limit, low battery alarm or perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The pump passed stop current test. The pump had minor scratched display window.

Event description:
The customer reported via phone call of failed battery test, low battery alert, battery out limit and excessive no delivery alarms. The customer's blood glucose reading was 245 mg/dl. The customer changed the battery and received failed battery test. The customer gave herself insulin and noticed low battery and no delivery alarm. The customer received failed battery test after new battery insert. The insulin pump will be returned for analysis.